Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during surgery, the 15x15x5mm trial was installed and found to be deeper than intended via fluoroscopy. The neurophysiology technician reported to the doctor that the patient lost signals. A 15x15x1 mobi-c implant was installed, but was also too deep, so it was removed and replaced with a 13x15x5 mobi-c implant. The 13x15x5 device was implanted without difficulty, but the patient's signals remained absent during the remainder of the procedure. The reporter of the complaint has not been provided an update on the patient's condition.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is unrefuted for one (1) of one (1) mobi-c trial (pn mb9018r) for the failure of plunging too deep. Medical records were not provided. For review. Device evaluation: product was not returned so a part evaluation could not be performed. Additionally, no medical records were provided for review. Potential cause: root cause was unable to be determined. This event could possibly be attributed patient conditions, other factors within the operation, surgeon error or an unidentified device issue. DHR review and related actions: without the lot number, the DHR was not able to be reviewed. This event is not related to any current actions or recalls or product holds. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that during surgery, the 15x15x5mm trial was installed and found to be deeper than intended via fluoroscopy. The neurophysiology technician reported to the doctor that the patient lost signals. A 15x15x1 mobi-c implant was installed, but was also too deep, so it was removed and replaced with a 13x15x5 mobi-c implant. The 13x15x5 device was implanted without difficulty, but the patient's signals remained absent during the remainder of the procedure. The reporter of the complaint has not been provided an update on the patient's condition.